Manufacturer narrative:
(B)(4). The hospital biomed reportedly performed a checkout of the unit and found it to function within specifications. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a reset error during the boot-up process. Power was cycled on the unit, resolving the alarm condition. There was no report of patient involvement.